Event description:
Customer reported via phone call that they cannot see the screen completely. The blood glucose reading is over 230 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump also has minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.